Event description:
Concomitant devices reported: locking screw for nails tan light green (part#04.005.522s, lot#28p3388, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent the surgery for trochanteric fractures (right) by using the tfna system. During the procedure, the surgeon had difficulty in fracture reduction. The surgery was successfully completed. There was no surgical delay. Thirty (30) minutes after the surgery, the CT scan confirmed that the blade had been fixed off the nail. The protection sleeve for guide wire was not properly applied onto the cortical bone thus a gap happened between the protection sleeve and the cortical bone. As the guide wire was inserted with an excessive force, the tip of the guide wire slipped off the cortical bone and was positioned outside the hole of the nail. The blade was inserted over the guide wire that was not properly positioned, resulting in the dislocation of the blade. On (B)(6) 2020, corrective surgery was performed to remove all the tfna implants and then implant other tfna implants of the same size. The surgery was successfully completed. Trochanteric fixation nail advanced (tfna) femoral nail (part # 04.037.914s, lot # unknown, quantity 1), locking screw for nails tan light green (part # 04.005.522s, lot # 28p3388, quantity 1). This is report 1 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the visual inspection of the tfna nail has shown that in the area of the tfna blade hole some marks of drill bit is visible as well as the tfna blade hole is deformed. Drawing/specification review: the manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. The investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device. Summary: the complaint is rated as confirmed for this tfna nail as the nail is damaged. Based on the information we received we can only assume that the mentioned narrative "as the guide wire was inserted with an excessive force, the tip of the guide wire slipped off the cortical bone and was positioned outside the hole of the nail" did lead to the complained malfunction and finally the deformation / damage of the nail. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. The root cause was identified during the performed cq evaluation and therefore the in the investigation flow listed remaining investigation steps "dimensional inspection:" are not required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. H3, h4, h6: a device history record (DHR) review was conducted: manufacturing location: monument, manufacturing date: 21-jan-2019, expiration date: 01-jan-2029, part number: 04.037.914s, 9mm/125 deg ti cann tfna 235mm/right- sterile, lot number: h812878 (sterile), lot quantity: 6 . Work order traveler met all inspection acceptance criteria. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component parts were not reviewed as the reported complaint condition of ¿guide wire not properly positioned causing blade to be dislocated¿ does not indicate breakage of the nail or any of its components. Therefore, review of the raw materials would not be pertinent to the reported complaint condition. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: tfna helical blade (part # 04.038.295s, lot # 24p0855, quantity 1); guidewire ø3.2 l400 (part # 357.399, lot # 17l0185, quantity 1); sleeve (part # unknown, lot # unknown, quantity 1); locking screw for nails tan light green (part#04.005.522s, lot#28p3388, quantity 1).